Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, white particles in shell, curved opening. The leak test and microscopic analysis was performed which identified, a curved striated opening on anterior side assessed, as surgical damage. Based on the device analysis, the final assessment is: a curved striated opening assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported, as they implanted a tissue expander on the right side, the "air deflated, they took out tissue expander, and noticed a tear/hole" in the device. They replaced with a new tissue expander that "also deflated, had a tear/hole in it as well". Surgery was completed with a back-up tissue expander. Devices were not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "also deflated, had a tear/hole in it as well."

Event description:
Healthcare professional reported as they implanted a tissue expander on the right side, the "air deflated, they took out tissue expander, and noticed a tear/hole" in the device. They replaced with a new tissue expander that "also deflated, had a tear/hole in it as well." Surgery was completed with a back-up tissue expander. Devices were not implanted.